Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the system unable to boot up. Upon troubleshooting, philips field engineer (fse) visited onsite and confirmed that the sw has been corrupted. Fse loaded new application and os sw. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.